Event description:
The ventilator stopped and re-booted without warning and the main unit breath indicator turned off. Biomed retrieved the ventilator user log alarms that showed that this happened (yellow alarm). The alarm was described as an internal communication error. After pulling error logs, found 12 error codes that referred to the m16 board / main board. Logs sent to draeger tech support.